Event description:
The customer contacted beckman coulter inc. (Bec) to report observing smoke and a burning smell coming from the diff mixing chamber on the hmx instrument. The diff mixing chamber did not stop rotating. The customer powered off and unplugged the instrument until service was provided. The customer did not observe fire, arcing, or sparks. No shock, injury, or death was reported and medical attention was not sought. Patient sample results and/or treatment was affected by this event on (B)(4)-2011 a bec field service engineering (fse) replaced the mixing chamber to repair the instrument. The root cause is unknown.

Manufacturer narrative:
(B)(4).